Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 20729754/21437310.

Event description:
It was reported that the patient's ipg was placed low in the flank and was irritating patient as she sat on it. The patient was not getting any pain relief as well despite several reprogramming. The patient underwent a full system explant procedure. The explanted ipg and leads will not be returned.